Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009 the patient presented with pre-op diagnosis of lumbar scoliosis and underwent fusion procedure from t10 to l4 in which rhbmp-2/acs, tissues from musculoskeletal transplant foundation, and set screws, screws and rods were used. On (B)(6) 2009 history: the patient had a recent fall with prior surgery of thoracolumbar junction and history of severe pain in the base of the neck and between the shoulder blades. The patient underwent CT of thoracic spine without contrast due to fall/pain/previous surgery/exce. Findings: there was evidence of a dextroscoliosis of the thoracic spine. There was evidence of previous surgery with two metallic rods extending from the level of t10 through l4. The metallic screws were seen extending into the pedicles of the vertebral bodies. There were definite degenerative changes which were mild mild in degree consisting primarily of osteophytes most prominently seen laterally and inferiorly on the left. No compression fractures were seen. The visualized spinous processes appeared normal and no abnormality was seen involving the lateral elements. The patient underwent CT lumbar spine without contrast due to fall/pain/previous surgery/exce. Findings: metallic rods and screws were seen extending from the level of the lower thoracic spine to the level of the l4 vertebral body superiorly. No compression fractures were seen. Mild degenerative changes were seen with mild osteophytes present. There were some posterior osteophytes also present most pronounced at l2-3. There was evidence of some degenerative change involving the posterior facet joints; however no definite spondylosis or spondylolisthesis was seen. No compression fractures were identified.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.